Manufacturer narrative:
The occurrence date of the event was (B)(6) 2019: the initial result of 68 ng/l was obtained on (B)(6) 2019, the repeated results of 4.1 and 4.5 ng/l were obtained on (B)(6) 2019.

Manufacturer narrative:
Age, sex, weight, ethnicity, race: customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. Device evaluated by MFR: the access troponin reagent was not returned for evaluation. Preanalytical sample handling will be implicated as the likely cause for the erroneous patient results generated for patients 1, 5 and 7 as the sample tubes were incompletely filled therefore modifying the blood to additive ratio. There is no evidence of a malfunction. The cause of the event related to patients 2, 3, 4 and 6 cannot be determined with the available information. There are malfunctions as 3 or more replicate measurements of the same specimen on the same device yielded results that exceeded our precision claims for the hstni assay. Samples 1, 5 and 7/ patients 1, 5 and 7 were collected in rapid serum tubes. The tubes were identified as partial or short draw volume. Short samples are known to affect immunoassays by modifying blood to additive ratio. Therefore, use error is a cause of this event. The customer did not follow the IFU and the clsi guidelines for preanalytical sample handling. The hstni instruction for use (IFU) document, part number c11140e, instructs users as follows: ¿the role of preanalytical factors in laboratory testing has been described in a variety of published literature. To minimize the effect of preanalytical factors observe the following recommendations for handling and processing blood samples [¿] follow blood collection tube manufacturer¿s recommendations for centrifuge¿. Per bd (becton dickinson) rapid serum tube (rst) insert ref 368774: ¿over-filling or under-filling of tubes will result in an incorrect blood-to-additive ratio and may lead to incorrect analytic results or poor product performance¿. Additionally, as per clsi [clinical and laboratory standards institute] guideline-gp44-a4: procedures for the handling and processing of blood specimens for common laboratory tests. 4th edition, ¿if less blood than required is drawn, the excess amount of additive has the potential to adversely affect the accuracy of test results¿ the failure mode of the event involving patients 1, 5 and 7 is use error. The failure mode of the event involving patient 2, 3, 4 and 6 is unknown. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported obtaining an erroneous elevated troponin I (access hstni) result for seven patients involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). Quality control (qc) was passing within the laboratory¿s established ranges. No hardware errors or other assay issues were reported in conjunction with this event. Patient 1 was given a treatment but no further information has been provided to beckman coulter. After false positive confirmation, the patient treatment was stopped. Patient 2 did not have any change in treatment or management as a result of the erroneous results. Patient 3 was given dual anti-platelet therapy and clexane. After false positive confirmation, the patient treatment was stopped. Patient 4 was given a treatment but no further information has been provided to beckman coulter. After false positive confirmation, the patient treatment was stopped. Patient 5 was given a treatment but no further information has been provided to beckman coulter. After false positive confirmation, the patient treatment was stopped. Patient 6 was given clexane, heparin infusion and dual anti-platelet therapy. Heparin infusion was continued as the patient was scheduled for transfer to pah for an angiogram, known cardiac patient with unstable angina. No further information has been provided to beckman coulter. Patient 7 did not have any change in treatment or management as a result of the erroneous results. This MDR is in relation to sample 1.